Manufacturer narrative:
A ge healthcare service representative became aware of a user report submitted for this event and was informed that the customer has done the battery replacement which resolved the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the battery failed during transport of a patient. There was no report of patient injury.